Event description:
The customer reported that the device did not complete seals during a procedure even though end tones, indicating a completed seal cycle, were provided by the generator. There was no blood loss and the surgeon opened another instrument to compete the procedure.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.